Event description:
Device 3 of 3. Reference MFR. Report# 3006705815-2019-01847; reference MFR. Report# 3006705815-2019-01848. It was reported the patient experienced ineffective stimulation. In turn, the patient underwent surgical intervention wherein the scs system was explanted.